Event description:
It was reported that after the iab was inserted, augmentation was not sufficient. The pump was exchanged, but no improvement was noted. The iab was then removed and replaced with no improvement in augmentation. Pumping continued and the pt was doing well. There were no associated pt complications.